Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a catheter was removed because leakage was found 1cm proximal from the insertion site. When the placement procedure was performed, the catheter was secured while 7cm of the catheter was outside of the body. Also, the doctor told that they carefully exchanged the dressings with gloved hands every time and never used instruments such as forceps to avoid the catheter damage. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact mechanism of damage was unknown. One 4 fr d/l powerpicc sv was returned for investigation. The catheter exhibited evidence of use. The d/l tubing extended to the 35 cm depth mark. Residue was observed on the external surface of the d/l tubing between the bifurcation and the 13cm depth mark. The 4-6cm depth marks were partially worn. A functional test revealed that fluid leaked from the d/l tubing at the 13cm depth mark when each lumen was infused with water. A microscopic examination revealed a 2mm longitudinal split in the power injectable lumen and a 1mm longitudinal split was observed in the non-power injectable lumen. The adjoining surfaces of the split tubing were uneven and granular. The catheter was sectioned at the 12cm depth mark and the wall thickness was found to be within specification. Due to the condition of the returned sample, it appeared that the catheter split open while in use. The observed damage can occur from over-pressurization and/or kinking. Over-pressurization can occur through the use of syringes smaller than 10ml or due to excessive force applied during infusion procedures, such as flushing against an occlusion. The IFU states, ¿do not use a syringe smaller than 10ml. Resistance to flushing may indicate partial or complete catheter occlusion. Do not proceed with power injection study until occlusion has been cleared.¿ the IFU warns, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the IFU cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a catheter was removed because leakage was found 1cm proximal from the insertion site. When the placement procedure was performed, the catheter was secured while 7cm of the catheter was outside of the body. Also, the doctor told that they carefully exchanged the dressings with gloved hands every time and never used instruments such as forceps to avoid the catheter damage. There was no reported patient injury.